Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a plum 360¿ infuser that reportedly went into a keep vein open (kvo) rate when it shouldn't have. The device did not alert that it was decreasing the infusion rate of the unspecified medication during use on a patient. The issue caused the patient's blood pressure to drop. Plastic around the cassette door was also reportedly damaged. No other information provided.

Manufacturer narrative:
Cda logs downloaded and sent them to research and development (r&d) for analysis: engineering evaluates that: from the logs provided, engineering finds that the first auto program was reprogrammed with different vtbi and dose which auto calculated duration and rate respectively. Finally, the infusion got over we got vtbi completed and kvo started as expected with rate: 1ml/hr. The kvo rate is reached only after the infusion is completed and not during the time of infusion. Again, an auto program infusion was started with dose: 10 mcg/min; rate; 37.5 ml/hr. And vtbi: 250ml. This infusion was reprogrammed with different doses in the following order 8, 6, 4, 2 mcg/min which auto calculated rates to 30, 22.5, 7.5 ml/hr. Respectively. There were 2 instances of delivery accuracy. The user reprogrammed in the template of one value per infusion, leading to auto calculations of rate and vtbi using the existing values such as remaining vtbi and rate. Engineering evaluates that the valve cassette test failure alarm might be due to the description of ¿plastic around cassette door is also damaged¿. According to system operating manual document, n251 valve cassette test failure alarm might be due to faulty cassette, proximal occlusion, or air was detected in the cassette during the cassette test. The clear condition is to replace the administration set if the alarm persists. Apart from this, the infusions delivered as expected. Engineering concludes that the probable cause of user description mentioning ¿it went to a cbo rate when it shouldn't have. Did not alert that it was decreasing¿ is interpreted as ¿kvo rate¿ and this happened due to the infusion getting completed and the pump starting kvo infusion at 1ml/hr. As per cca settings. The user reprogrammed in the template of one value per infusion, leading to auto calculations of rate and vtbi using the existing values such as remaining vtbi and rate. Engineering evaluates that the valve cassette test failure alarm might be due to the description of ¿plastic around cassette door is also damaged¿. Since there was a delivery inaccuracy during infusion that occurred twice, engineering recommends the service center to perform preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected.